Event description:
(B)(4). Extreme hair loss. I lose fist fulls of hair every day; while showering, brushing hair, removing or adding a ponytail, etc. I used to have a lot of thick hair, now can barely keep a ponytail on.

Event description:
(B)(4). A list of all my symptoms since getting essure: gynecological, etc., cramping, sharp/stabbing pelvic pain, abnormal menses, period stops, discharge (odor/no odor), endometriosis, hot flashes, fallopian tube fibroids, pid (pelvic inflammatory disease), uterine fibroids, uterine inflammation, uterine infection, excessive bleeding during period (menorrhagia), painful ovulation (mittelschmerz), night sweats, loss of libido, hot flashes, painful periods (dysmenorrhea), early menopause, incontinence, urgent/frequent urination, uti (urinary tract infection), bladder infection, breast pain/tenderness, abdominal spasms/ twitching/ fluttering. Pain: back, joint, chest, leg, breast, neck, spine, hip, chronic pelvic pain, all over body aches/pain. Gastrointestinal: nausea, vomiting, gas, constipation, diarrhea, severe bloating, metallic taste in mouth, heartburn, bowel issues. Neurological, mental health: headaches or migraines, dizziness, tingling sensations, numbness, nerve pain, brain fog andndash; cloudiness, forgetfulness, mood swings, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss), mood disorders, numbness in thigh (meralgia paresthetica), numbness/tingling in extremities (hands/feet), sensation of burning, stinging, tickling or prickling of skin (paresthesia), nerve pain, tremors/shakiness, dizziness. Blood issues: anemia/ iron deficiency/low ferritin, vitamin d deficiency, unexplained/easily bruising, vitamin b-12 deficiency, inability to maintain blood sugars (hypoglycemia). Allergies/sensitivities, chemical and food sensitivities, metal allergies (nickel), heightened allergies/ allergic reactions, food allergies, gluten sensitivity, allergic reactions, hives, rashes, skin irritation/itching, blood vessels burst causing extreme rash, burning/itching rash on legs. Heart issues: heart palpitations. Coils/device issues: perforation of the tubes by the coils, coil migrations, coils becoming embedded in other tissues, organs. Other: swelling of legs or feet, hair loss or changes, organs fusing to other organs, dental issues, insomnia, gallbladder issues (gallstones/removal), weight issues (loss/ gain), adrenal problems, adhesions (scar tissue in abdomen), swelling/numbness in jaws/lips, unexplained fevers, swelling of legs/feet, muscle spasms, vision problems (floaters, blurred vision, decreased vision), excessive sweating, dry skin/hair/eyes, severe bloating, joint pain and inflammation/arthritis.